Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that the vasoview hemopro poster supply knob is missing. Customer stated he did not know how the power supply lost its knob. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4) 2015 11:05 am (gmt-5:00) added by (B)(4): this is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that the vasoview hemopro poster supply knob is missing. Customer stated he did not know how the power supply lost its knob. The hospital did not report any patient effects.